Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was damaged and components exposed. It was reported that the electrical signal of electrode 5 -8 was suddenly found to have disappeared while using the pentaray catheter, about 4 hours after the start of use. The spline display of catheter also indicated with a diagonal line thereafter. There was a comment from the physician suggesting contact with the mechanical valve, and physical damage of the product was confirmed after removal of the catheter. Physical damage was found when the concerned product was checked due to the physician's comment at the time of removal. Electric wires and wires remained; detachment of the outer coating film was confirmed. It was removed and not used after physical damage was confirmed. There was no sign of damaged area in the clean area. Whole body CT was performed immediately after the patient left the room. Acute health injury could not be confirmed. The patient was asked by the physician to provide information on the patient's clinical course to the extent possible and was willing to accept it. Hereinafter, the physician's opinion on the relationship between the event and the product; ¿this procedure was at procedure after mvr (mechanical valve replacement). Physicians were also aware of the contraindication described in the IFU and used the product for the necessity of treatment for at. When the contraindication was explained again, it was confirmed that the drug is used with the understanding.¿ medical history/treatment history/other diseases being treated: after mvr (mechanical valve) surgery. This treatment was performed for arrhythmia considered to be at derived from the above. Additional information was received on 15-april-2022. A follow-up interview was conducted with the physician on (B)(6) 2022 and CT images were taken after the ablation procedure. It was confirmed that no catheter fragment remained in the patient¿s body. Since the patient had no acute symptoms and the clinical course was good thereafter, the patient was discharged as scheduled. The physician considered the seriousness of the patient adverse event as non-serious. Additional information was received on 28-apr-2022. There was no difficulty in removing the catheter. There was ring, electrode or other physical damage observed at the distal end of the catheter. There were no reports of the catheter being stuck. The bad/partial ECG (bs or ic) issue was assessed as not MDR reportable. The internal components exposed issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 07-jun-2022. The device evaluation was completed on 09-jun-2022. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray was damaged and components exposed. It was reported that the electrical signal of electrode 5 -8 was suddenly found to have disappeared while using the pentaray catheter, about 4 hours after the start of use. The spline display of catheter also indicated with a diagonal line thereafter. There was a comment from the physician suggesting contact with the mechanical valve, and physical damage of the product was confirmed after removal of the catheter. Physical damage was found when the concerned product was checked due to the physician's comment at the time of removal. Electric wires and wires remained; detachment of the outer coating film was confirmed. It was removed and not used after physical damage was confirmed. There was no sign of damaged area in the clean area. Whole body CT was performed immediately after the patient left the room. Acute health injury could not be confirmed. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection, of the returned device, was performed in accordance with bwi procedures. Visual analysis of the returned pentaray nav high-density mapping eco catheter revealed that the b spline of the device was detached. An electrical test was performed, and an open circuit was found on the tip area. The root cause of the adverse event and damage observed in the device based on the event information was related to a failure to comply with the contraindications of this device contained in the instructions for use. A manufacturing record evaluation was performed for the finished device, 30715465l, and no internal action was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following contraindication: do not use pentaray¿catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205)) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the wires broken. Investigation findings: mechanical problem identified (c07) / investigation conclusions cause traced to user (d11) / component code: tip (g04129)) were selected as related to the b spline detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)